Event description:
The customer stated he was hospitalized for high blood glucose. The customer stated that his blood glucose reading was 426 mg/dl by the time he noticed that the screen was blank on the insulin pump. The customer stated the screen was fine when he woke up, prior to the event. The customer inserted a new battery into the insulin pump and it alarmed check settings. The customer stated that the dr wanted the insulin pump replaced and wanted the customer to remain on back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.